Event description:
It was reported that when the recorder was interrogated all the patients details came up as question marks and the implant date was incorrect. It was also noted that the recorded seemed to have a por (power on reset) due to a memory error. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.